Event description:
It was reported that the patient was admitted on (B)(6) 2021 with multiple abscesses underlying the patient's chest. The patient was taken to operating room for incision and drainage of the chest wall and had a wound vacuum. Pericardial fluid tested positive for mrsa, but blood cultures were negative. On (B)(6) 2021 the wound vac was discontinued and vancomycin and zosyn were continued. On (B)(6) 2021 the patient had positive blood cultures for serratia and pseudomonas. The patient was also noted to have a fever. The patient transitioned from wet to dry dressing changes and had ceftazidmide added. The patient was deemed stable for discharge on (B)(6) 2021 with levofloxacin until (B)(6) 2021, at which point the patient would be transitioned to doxycycline. The patient was last seen in clinic on (B)(6) 2021 and was noted to be stable and they would continue on doxycycline and levaquin indefinitely.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.